Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 451 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found small champagne sized air bubbles in the tubing. It was also found the customer had a bent cannula after removing their infusion set. The nurse also reported the customer's blood glucose was 476 mg/dl two hours later. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.